Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed intermittent audio output and a hypoglycemic event on (B)(6) 2014; at which time, patient's mother gave patient glucose and juice to treat the low. At the time of the call to dexcom technical support, the patient's mother reported patient was feeling better. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported intermittent audio output.